Manufacturer narrative:
The reported events of low impedance, positioning failure, helix break, and a use of device problem could not be confirmed. Final analysis found helix elongation consistent with having occurred during procedure. No anomalies contributing to the reported events were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During fixation, it was observed that the lp produced inadequate current of injury and low pacing impedance. It was then noted that positioning of the lp had changed. The lp was removed from the body, and helix damage was noted. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.